Manufacturer narrative:
E1: name of initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Battery comm failure alarm is due to one malfunctioning battery. The exact root cause of the malfunctioning battery is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant's automated impella controller (aic) was found to have a battery failure. There was no patient use and no harm or injury possible.